Manufacturer narrative:
Acquiring information on the status of unit. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's batteries were not charging. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. Unrelated, the fse is currently waiting on a safety disk part in order to clear the unit for clinical use. The part required is currently on back order. A supplemental report will be submitted upon additional information.

Event description:
No patient involvement.